Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 due to sharp chest pain and shortness of breath. The patient was transferred to another hospital where a computed tomography scan revealed that the patient's right ventricular pacing lead had been found in the left ventricle and had caused pericardial effusion in the left ventricular posterior wall. Additional tests showed that the lead's threshold was also higher than normal. The physician was first unable to pull the right ventricular lead back via a right atrial incision, and opted to disconnect the lead from the pacemaker and extract the lead out by pulling it from that end. A new right ventricular lead was implanted during a separate procedure on (B)(6) 2021. The patient was stable throughout.